Event description:
Initial report received stated tubing kinked at cuvette holder. Additional info was requested from the facility and this info was received in 7/2003 stating that the kink was in the arterial line right before the bvm chamber. There is no reported pt ill effects. The sample is not available for evaluation.